Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found a software failure, as procedures were not stored by the application or the system settings. They were all disappearing after rebooting. Once the spine application had been reinstalled, the issue resolved. Analysis of the software 9733686 s7 synergy spine (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since software was reinstalled per (B)(4) prior to software investigation. This case may be re-opened if additional information is received. Product event summary #procedures disappeared product analysis #(B)(4): mnav comment subject: workorder (B)(4). Mnav comment ID: (B)(4). Mnav comment: software: fail; failures: other; summary: procedures were not stored by the application, neither other system settings. They were all disappearing after rebooting. Once application has been reinstalled, issue is resolved.; resolved: yes. Mnav action/resolution: spine application reinstallation solved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the configured procedures in the "select procedure" screen weren't displayed on it. The surgeon had to create a new one, and when the system was rebooted it disappeared as well. There was no delay to the procedure. There was no impact on the patient¿s outcome.